Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting indicated that the device was working properly. Explained the rule of changing the infusion set after two censecutive high blood sugar readings.